Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on june 25, 2007 and alleged that his one touch ultramini meter kept giving error 4 message. The medical affairs specialist (mas) called and spoke with the patient on june 29, 2007 and obtained further information. However, the patient was in hurry and could not finish all the troubleshooting. During the initial call, the patient was disconnected as he was calling from his cell phone. The only information obtained during that call was that he was allegedly getting the error 4 message and that he received assistance from the emergency room. During the call with the mas, the patient mentioned that he tests his blood glucose level 8-10 times/day and that this was the only meter he had at that time. The patient's oral medication regimen at that time was metformin 850 mg to be taken 2 time/day. The alleged issue of error 4 started in 2007, when he attempted to test in the morning (usual time to test). He was asymptomatic at that time and had taken his oral diabetes pill per his regimen. Later that afternoon (exact time not provided), he experienced symptoms of hypoglycemia (shaking, weak, irritable) and "soon" fainted. Prior to passing out, the patient had attempted to test on the meter, but received the error 4 message 5 times. His girlfriend called the paramedics and upon their arrival, the emt meter result was 40 mg/dl. The patient was given glucose shots and taken to the hospital, where he was admitted for 2 days with a diagnosis of "low blood sugar". Post release from the hospital, the patient's doctor "discontinued the metformin pills" and now the patient manages his diabetes with diet. The patient would only verify the condition of the reported test strips. He did not want to be called back at a later time. This complaint is being reported because the patient alleged he was not able to test his blood glucose and later passed out due to a hypoglycemic episode. A replacement meter, control solution, and test strips were sent to the lay user/patient.